Event description:
During a urology procedure, cystoscopy, fulguration of bleeding sites, evacuation of clots, transurethral resection of prostate a hf-resection electrode loop 26fr, exp 10-01-2022, ref a22202c, lot 1000069046, was used to resect, fulgurate bleeding sites. After the use of the electrode, it was noted that the loop was missing from the shaft of the electrode. The loop was not located in the urinary surgical area, in the irrigation fluid or on the sterile field. During the case 28,000 ml of fluid was utilized to flush the urinary surgical area. "Surgeon 1" stated that the loop was either flushed out with the copious amounts of irrigation or disintegrated due to the heat and use of the device. This was also confirmed with the representative when he was notified of the missing loop. The vendor rep stated that these device loops are easily flushed out with the irrigation or sometimes do deteriorate from the heat generated during its use. The rep stated this was not due to a device failure or malfunction, but rather an unavoidable occurrence with heat generation during use. "Surgeon 1" was notified that since the fragmented or deteriorated loop was not retrievable, and was larger than a 10mm needle, that our policy recommended an xray be performed to try to locate the fragmented loop. Surgeon 1 stated he would order an xray, but felt that the loop was flushed out due to being used in a urology case or was "burned up". All due diligence was done to locate the fragmented loop. The surgery was done using a camera and monitor, nothing was seen. Copious amounts of irrigation was used during the surgery and the patient had continuous irrigation going post operatively as well. A post operative kub was obtained and the metallic fragment was noted to be in the bladder. The pt was discharged to home on hospital day #3. A repeat kub will be obtained in one week and if the device fragment is still present, the pt may require another procedure to remove it.